Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition was confirmed. A functional assessment was performed which revealed that the motor assembly was damaged. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure on a canine, it was discovered that the compact air drive device was ¿not working¿. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The device lot number was not provided. Therefore, the device manufacture date and manufacturer¿s information was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.